Event description:
It was reported to boston scientific corp that after the biopsy, it was impossible to close the jaws. The tissue was lost in the digestive tube. No problems were met when opening the jaws. The case was completed with another of the same device with no pt complications.